Event description:
It was reported that the driver broke off in the implant at the last turn. The broken piece remains in the anchor in the patient; it is level with the implant. The triceps repair case was completed. Surgeon did punch and tap prior to insertion, he gave it one more turn and the drive broke off clean in the implant .the implant was fully inserted. The surgeon did try to remove the tip with hemostats, but could not. Fixation was good, a second implant (same lot) was inserted to complete the procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that the returned driver's distal tip is broken-off. Device met all material specifications as received. The fracture surface shows a torsional/rotational fracture pattern, indicating excessive torque was involved in the failure of this device. This is typically caused by torquing when the implant is not properly aligned, torquing while leveraging the device and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.